Event description:
A surgeon reported that a memory lens iol implanted in the left eye of a female patient in 1999 has since opacified. Prognosis listed as fair. Patient has been referred to another physician for evaluation. Several requests have been made for additional information, however no further information has been provided.